Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and the following relevant findings were identified: for material snz-14703-002, batch 71c21a1218, a non-conformance was opened regarding an ars leak in use / initial insert. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.